Event description:
It was reported that the patient never had therapeutic effect. It was noted that the "patient had the previous device implanted at a different clinic and had a recent internal neurostimulator (ins) change out." The nurse stated that she was "unsure what the patient previously felt stimulation at and the device had been dead for some time." It was noted that the current impedance measurements were normal. Additional information received reported that the patient had worsening dementia and was convinced that the device was "bad". It was noted that the device system explant was scheduled for (B)(6) 2012. It was further noted that the device had been reprogrammed numerous times by the physician and the manufacturing representative. The patient's symptoms included severe pain and an increase in bladder function. The patient was not hospitalized due to this event. No patient injury was reported and the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3093-28, lot# v086629, serial#, implanted: 2008 (B)(6), explanted: product type lead, product ID 3037, lot#, serial# (B)(4), implanted: 2008 (B)(6), explanted: product type programmer, patient. (B)(4).